Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on the lead extension wherein causing the return of dystonia symptoms due to a loss of therapy. The patient underwent a revision procedure where the lead extension was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device analysis performed on the returned lead extension revealed that the proximal array was fractured approximately one (1) cm from the retention sleeve. A product labeling review identified that the device was used per the instructions for use (IFU). Per the IFU, system failure can occur at any time due to failure or malfunction of the components. These events may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, lead insulation breaches, and loss of stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced high impedances on the lead extension wherein causing the return of dystonia symptoms due to a loss of therapy. The patient underwent a revision procedure where the lead extension was replaced. The patient was doing well postoperatively.